Manufacturer narrative:
A review of the device history record for the evercross could not be conducted because no lot number was provided.

Event description:
Access was to the left cfa and the sheath was advanced over the bifurcation. Atherectomy was performed to debulk the right sfa and popliteal followed by a 4x200 evercross pta balloon. The physician was advancing the balloon over a 014 wire and felt it hit the artery wall in the popliteal. After a balloon inflation, it was noted that the popliteal distal to the balloon inflation was dissected. It was also noted that this probably occurred while the balloon was being advanced. This area was then successfully silver-hawked to complete the case. No injury to the pt reported.